Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the ghost pockets in drawer 5.2. A field service engineer (fse) identified a database issue affecting cubie pockets in main drawer 5.2 after replaced row board cable, where pockets functioned in hardware test application (hta) but were not visible or usable in the application. All drawer and row board cables were reseated, and technical support specialist (tss) logged, and confirmed multiple cubies were not detected on the bus and could not be recovered. The fse replaced the main half height drawer, transferred medications, resolved unloading and reloading issues, and had the customer inventory and test the drawer to confirm proper operation. The system functioned as intended after field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ghost pockets were observed, where some cubies contained medications that could not be accessed. However, there were no adverse events or injuries reported based on this event.